Manufacturer narrative:
For 1 event, the investigation did not identify a product problem as no sample from the patient could be provided. The cause of the event could not be determined. From the provided information, a general reagent issue could most likely be excluded. For 1 event, the investigation did not identify a product problem. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. The follow up actions for 2 events was that the sample was requested for investigation. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable low results were generated by the elecsys tsh assay on 2 cobas 6000 e601 modules. The events involved a total of 2 patients. The patients' ages ranged from "20's" years to 82 years. The patients' weights were requested but were not provided. There was 1 female and 1 male. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.